Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
The fenestrated bipolar forceps was an incidental return included with another instrument complaint of instrument jaws not closing. No allegation was made against this product.